Event description:
The patient presented to the emergency room suffering from 'infra-infusion syndrome (morphine)'. The pump was interrogated and a motor stall was noted. The emergency room team started medical treatment for withdrawal symptoms. Device replacement was scheduled. There were no irreversible consequences to the patient.